Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (chest anastomosis) surgical procedure, fenestrated bipolar forceps (fbf) conductor wire was found broken. Site used a backup fbf instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no loss of cautery or thermal damage. No arcing was observed. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside the patient.